Event description:
It was reported via repair work order that the hi-lo lift was drifting down due to the head right siderail membrane malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the hi-lo lift was drifting down due to the head right siderail membrane malfunctioning.

Event description:
It was reported via repair work order that the hi/lo was experiencing phantom movement due to malfunctioned siderail controls. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.